Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full establishment name is (B)(6) medicine clinic. The subject device was received and evaluated . Device evaluation found clogging nozzle, foreign object observed in the nozzle. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. These conditions noted to be attributed to insufficient cleaning (handling problems). The reported issue of "air supply water supply, that is, disconnection", air/water flow issues from the air/water flow system" could be confirmed. Furthermore, the following defects were identified during device inspection: the angle wires found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (adhesive connection) has a chip. Adhesive around objective lens is peeled. Connecting tube has a wrinkle. Scratch found on grip, protector of universal cord on control section side, protector of universal cord on s-connector side, scope (s-connector),. Light guide (lg )lens has discoloration. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Facility aware of the foreign material adhered on the device. It was noted ¿ that there was a lot of residue from the patient who used it. Noted ¿unknown¿ on delay of pre-cleaning, no time lag provided¿ pre-cleaning information: water and air was supplied to the air/water nozzle. Information on manual cleaning: flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "air supply water supply, that is, disconnection", air/water flow issues from the air/water flow system. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .